Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call indicating that a customer experienced high blood glucose of 471 mg/dl. The customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 730 am. The customer had symptoms of a blurry vision and nausea. The nurse was assisted with troubleshooting the issue and the insulin pump passed the high pressure test. The caller was advised to change the reservoir and infusion set. The customer did not return the product back for analysis.